Event description:
It was reported that one week post implant the patient started to have flicking feeling near the sternum with ventricular pacing. The symptoms increased to intermittent diaphragmatic stimulation and an increase in ventricular capture was observed. CT scan revealed myocardial perforation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.